Event description:
The initial reporter stated they received discrepant results for several patient samples tested with the ldhi2 (lactate dehydrogenase acc. To ifcc ver.2) assay on a cobas 6000 c501. Of the data provided 10 patient samples generated discrepant ldhi2 results.

Manufacturer narrative:
The ldhi2 reagent lot was 657667 with an expiration date of 31-aug-2023. The investigation is ongoing.

Manufacturer narrative:
The last calibration performed on 17-apr-2023 had no alarms. Quality control results showed a bias. Upon review of the alarm trace, abnormal sample aspiration alarms were observed. These are indicators of poor sample quality. The field service engineer changed the heatcut filter, and rinse tubing and performed sample probe and rinse mechanism adjustments. Cell blank, calibration, quality controls, and precision testing were performed. The issue persisted. The sample probe alignment was aligned again. Photometer reads and rinse volumes were checked. Quality controls were run. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.